Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On 09/23/2024, it was reported that the patient wasn¿t feeling well and experienced a dry mouth on sunday, 09/22/2024. The cgm reading was consistently reading between 70 and 75 mg/dl. As the day progressed, he began to feel worse and began experiencing fatigue, dizziness and became nauseous and vomiting. The nausea would pass but then return every 3 to 4 hours. This occurred throughout sunday night until monday morning. The patient´s wife called 911 and the patient was taken to the emergency room on (B)(6) 2024 at around 8 am. At the ed they took a bg reading which was high. A blood draw was performed, and the bg reading was 646 mg/dl and the patient was diagnosed with dka. At the hospital the patient was treated with IV potassium and IV insulin. The patient was discharged on tuesday, (B)(6) 2024 at 7pm. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.